Event description:
Resident was placed in lifter for transfer to wheelchair. Lifter started to tip over, certified nursing assistant's caught the lifter and eased resident to the floor. Resident complained of pain in back and right foot. X-rays were ordered by the attending physician of the right foot. Xprays were all negative.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.